Event description:
The patient reports she was unable to recharge her ipg after not charging her ipg for three months. The device is at "ipg battery low stim off" a replacement charger did not resolve the issue. Follow up information identified the sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). This ipg serial number was in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.